Event description:
It was reported that following a esophageal stent placement, stent migration occurred. The patient had a wallflex esophageal 10x23cm metal stent implanted in 2005 and the procedure was successful. However, the patient started to have pain and the physician subscribed medication the following month. Then six days later, the patient had a thorax x-ray and the physician noted that the stent migrated to the stomach and the stent was removed in late 2008. The patient did not have another stent implanted and the lesion was pre-dilated with a study stent. Patient status post procedure is "fine".

Manufacturer narrative:
Device analysis confirmed that no issues were noted with the profile of the returned stent that would have contributed to the complaint reported. The exact cause of the complaint reported is unknown. As part of our manufacturing processes all units are 100% visually inspected for any possible abnormalities. Stent migration is listed in the dfu as a potential post-stent placement complication. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. This complaint has been highlighted to the relevant personnel. However as no issues were noted with the profile of the returned stent that would have contributed to the complaint reported, no further corrective action will be initiated. The exact root cause of the complaint reported could not be conclusively determined.